Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5176696/5177449.

Event description:
It was reported that the patient was not holding a charge well. It was also noted that the patient leads had migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The explanted devices will not be returned, as they were kept by the medical facility.